Manufacturer narrative:
Patient code: no known impact or consequence to patient. Device code: fracture and leak are not labeled. The event is currently under investigation.

Event description:
It was reported that the (B)(6) old female patient a PICC line in place for 10 days to administer IV antibiotics when it was noted that the line was fractured and leaking. The doctor reported there have been no changes in clinical practice with regards to care, maintenance or insertion of the device. Reportedly, the patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation. A review of the specifications and trends was conducted during the investigation. The lot # and rpn are unknown, but due to the similar complaints from the customer it is believed that the affected catheter is tu3.0-nt-40-w-ns-0-pic-otw. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record and non-conformances was not able to be completed as the lot number was not available. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Event description:
It was reported that the (B)(6) female patient a PICC line in place for 10 days to administer IV antibiotics when it was noted that the line was fractured and leaking. The doctor reported there have been no changes in clinical practice with regards to care, maintenance or insertion of the device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reportedly the patient did not require any additional procedures due to this occurrence.